Manufacturer narrative:
(B)(4). A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when amo was notified of the event does not show any significant change over historical complaint limits. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: the field service specialist (fss) visited customer site to monitor the function of the system. Touchscreen sporadically not working even after calibration was noted. A loaner replacement was provided to the customer and the unit was returned to manufacturing site for repair. Additional information: the system was evaluated at amo site and the printed circuit board assembly (pcba) gui interface and touchscreen were replaced. Several tests were performed with no error. The bottle holder was readjusted on the IV pole and surgeon programs were manually entered. System was tested without any error and it met abbott medical optics (amo) specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss indicated the 2012 error was sporadically. The fss replaced the advantech board, instrument manager, and hard drive. Furthermore, the 3.070 software was reinstalled to resolve the 2012 errors. While the fss was on site, the fss replaced the fluidics bezel. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a phacoemulsification machine displayed 2012 -ih communication time out error.